Manufacturer narrative:
Investigation ¿ evaluation: a review of the dimensional verification, complaint history, device history record, drawing, instructions for use, manufacturing instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the cannula near the distal end was damaged (bowed) approximately 3cm from the distal end. Difficulty was encountered when the stiffening cannula was removed from the catheter. It should be noted that the inner cannula was not returned. Another additional device, of the same lot number, was also returned in an unopened and sterile condition. No difficulty was experienced when inserting the stiffening cannula and removing it from the catheter. The dimensions of the metal cannula and catheter were confirmed to be within cook's manufacturing specifications. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(6). (B)(4). The 510k status: exempt. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that the radiologist operating the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter could not pull the stiffening cannula out of the catheter, even after priming the drain and activating the hydrophilic coating. The catheter was accordioning as a result, and ultimately the whole catheter assembly had to be removed from the patient. The procedure was an ascitic tap. The product is reportedly available for return; however, as of the date of this report, no device has yet been received for evaluation.